Event description:
The device (part#cev405) was returned to mxi service and repair.

Manufacturer narrative:
The device (part#cev405) was evaluated and indicated that the instrument tube was extremely bent. The instrument sheathing presents traces of collision. Very likely resulting from excessive force. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #:na. (B)(4).